Event description:
It was reported to physio-control that the customer's device had a service indicator present. Upon examination of the device, physio-control observed that the unit would change the energy levels by itself and would not defibrillate when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio-control replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed therapy pcb assembly but was unable to duplicate the failure to defibrillate, or cycle energy levels by itself. The therapy pcb was able to charge and defibrillate when prompted on mock-up. Physio did observe that an integrated circuit (ic) chip, designator u6, had several fractured solder joints on pins 45 through 52. This failure caused the service indicator to appear and event codes to be logged into the device¿s memory. Physio advised that the fractured solder joints on pins 45 through 52 on ic chip u6 was the likely cause of the reported critical malfunction, but that once the therapy pcb assembly had been removed from the customer¿s device it was no longer reproducible.